Manufacturer narrative:
Unit was received with unexpected full segment display during button press. The problem isolated to mother board. Unit was also received with missing segments during testing due to open lcd zebra connector. Cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clips lot, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The screen went black when she attempted to bolus. Customer's blood glucose level was not reported. The black screen disappeared by pressing the escape button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.